Event description:
The patient developed subcutaneous emphysema at about 5:30 am. Chest x-rays were immediately taken. Inspection of the ventilator showed that the expiratory volume was reading more than the inspired volume. The doctor verified that the expiratory volume was reading more than the inspired volume.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.